Event description:
It was reported that a patient with a 3300tfx aortic valve was explanted after an implant duration of at least 4 years due to a damaged cor-knot. The explanted valve was replaced with a 11500a valve. Per customer, the surgeon explanted a 4 year old magna ease valve and implanted inspiris. The surgeon stated that the magna ease valve was damaged due to cor-knot.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections h6 (investigation findings, investigation conclusions). If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The most likely cause is procedural factors, including "dr. Burdon stated that the me valve was damaged due to cor-knot." The subject device is not available for evaluation because the device is not available for return. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.